Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient began unspecified treatment for the peritonitis (no further detail was provided). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the peritonitis and pd therapies were ongoing. No additional information is available.